Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The motion system was not booting. It was found that f2 was blown on the power switching board. After replacement it blew again. Replaced it again and placed the motors back into the circuit one at a time and it never blew again. Found that the j7 fuse was damaged and some pins were melted and needed to be repaired. It was reported to the medtronic representative that this system has been shutting off on its own chronically. The j7 needed to be re-pinned and pins needed to be repaired. This damage to j7 was the cause of the fuses blowing on the power switching board, the motion relay blowing, and the system shutting down intermittently. After repining the connector and replacing the motion relay the system was found to be fully functional. All batteries and chargers tested out and the system passed a full checkout. Issue resolved. One of the devices was returned to the manufacturer for hardware analysis. Investigation of the switching board unable to confirm "motion not booting." Power switching board was installed in imaging system 267 and the problem did not present. System ran as expected. The reported event could not be duplicated by medtronic personnel. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that she was notified by a radiologic technologist (rt) that the imaging system was not booting up fully. The progress bar for the generator or x-ray was going about half way and then stopping. Re-booting the system multiple times with the umbilical cable connected and disconnected did not resolve the issue. Generator bar still not booting. Mobile view station (mvs) and motion bars were booting fully to the ready status. There was no patient present when this issue was identified. Issue discovered prior to surgery. Surgeon will continue the surgery using the c-arm.